Event description:
It was reported that the customer's pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Customer reverted to an alternate method of insulin delivery.